Event description:
It was reported by the patient stating that approximately 2 yrs ago, she had a breast biopsy on the left breast and a tissue marker was placed inside the biopsy cavity. Since then, she has had a pulling sensation on the left side, in addition to, numbness, inflammation, hearing and mouth issues. No results reported for the CT/chest scans.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.